Event description:
It was reported that the subject device had sometimes "cut out and crackling in the image during use". There were no reports of patient harm.

Manufacturer narrative:
E1 address: (B)(6) e2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation and corrections. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: charged couple device unit (r-unit) is broken. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the charged couple device unit (r-unit) is broken and therefore stripes in image. The most probable cause of the complaint is cause not established. Three attempts were performed to obtain additional information, but no response was received from the customer. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device had sometimes "cut out and crackling in the image during use". There were no reports of patient harm.